Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the clinical procedure was completed with a short delay. The philips field service engineer (fse) visited system onsite and confirmed that there was loss of motorized movement including complete failure of all stand movement. The fse reviewed system log files and found motor assembly error. Fse initially replaced the ethernet cable between two advanced motion control units and performed restarts, but the issue persisted. The problem was fully resolved only after the fse replaced the amc (spc2). Following this replacement, the system returned to normal operation and was placed back into service in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.